Event description:
According to the reporter, during a bravo procedure, the capsule failed to attach. There was no harm to the patient and a repeat procedure was not performed. There was no intervention that was needed and nothing was unusual about the patient or procedure. Prior to the procedure, an endoscopy was performed and the esophagus appeared to be normal. The patient has been discharged. There was no harm to the user. The site has been performing bravo procedures for about 6 months.